Event description:
A malfunction was reported on a pump, with no notable events occurring prior. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. As a corrective measure, the customer will use a backup insulin pump while a replacement pump is sent. Technical support advised the customer to put the malfunctioning pump into storage mode before returning it and provided a return box and pre-paid label for this purpose. The customer was informed about the necessary steps to take upon receiving the replacement pump.